Event description:
The user facility reported water was leaking from their reliance vision single chamber washer causing water to leak into the floor below. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the body centrifuge filter on the washer had a small leak due to a pin hole. The technician replaced the body centrifuge filter and ran a test cycle and returned the unit to service. The washer is under steris service contract and was last serviced on (B)(4) 2012 when no issues were noted.